Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the vessel sealer extend instrument was unable to move intuitively. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. No physical damage was observed on the snake wrist cables, snake wrist, or main tube that could have caused the failure. The instrument passed the continuity test, as well as the seal and cut tests. The instrument was found to be fully functional. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
Refer to h11 for follow-up information.